Manufacturer narrative:
The t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer reported elevated blood glucose (bg) level, but did not provide an exact amount. Customer reportedly delivered a bolus to address bg. System check was performed with tandem technical support, and no issues were identified. Customer reported using fiasp insulin. Tandem technical support informed customer that this is off label per the user guide. Customer changed supplies to address occlusion alarms, and resumed insulin delivery.